Manufacturer narrative:
(B)(4). A caregiver alleged she tripped and sustained a back injury when she fell over the power cord for the bed. No malfunction of the bed was shown. Caregiver sought medical intervention outside of the facility.

Event description:
A caregiver alleged that she tripped and fell over the power cord for the bed.